Manufacturer narrative:
The physician stated that the initially implanted light adjustable lens power choice (lal, sn: (B)(6), +16.0d) was not a good fit for the eye despite his attempt to calculate it accurately with the american society of cataract and refractive surgery (ascrs) radial keratotomy calculator. The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference#: (B)(4).

Event description:
The physician reported that a bilaterally implanted patient had a light adjustable lens (lal, sn: (B)(6), +16.0d) explanted from the right eye (od) due to a refractive surprise after implantation and light treatments. The explanted lal was replaced with a lal of a different power (sn: (B)(6), +22.5d). Rxsight's first awareness of this event was on 10/03/2023. Reference MDR 3012712027-2023-00093 for the report on the left eye (os).